Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse determined that the unit was running on the battery power, but it was showing as low battery. To fix the issue, the fse replaced the power supply charger, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had low battery. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: e1(event site state: (B)(6)).

Event description:
N/a.